Event description:
The doctor confirmed an extravasation occured on (B)(6) 2015. During the procedure the unit did not gave any error codes. The patient was a (B)(6) male with conditions: diabetes and parkinson. Medications provided by the doctor: cipro (antibiotic). Doctor recommended to him evaluation every 24 hrs (local care). He was evaluated every 24 hrs by the doctor. He was released after 5 days doctor evaluations. Product: optiray, the product was discarded. Product injected: 75 cc of 100 cc. No additional procedural or patient details are known.

Manufacturer narrative:
Regional service sent a service engineer to check the injector after receiving report of two extravasation events. Service engineer inspected the equipment for cleanliness and damage, and finding the injector was not clean, cleaned it with warm water. Customer did not know about the daily cleanup routine so the service engineer explained to them the cleaning protocol. Service engineer then checked the injector for proper operation per service checklist (B)(6) and the injector passed all the tests, finding that the pressure limiting and flow rates were within tolerance. Service engineer did find that the 125 ml faceplate had a broken plastic ring (unrelated to an extravasation issue) and replaced the faceplate. No problem was found with the injector that could possibly contribute to an extravasation.